Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: 1. Could you please clarify if there were any patient consequences? No consequence. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change.

Event description:
It was reported that during an unk procedure, the device was damaged. The cartridge was found damaged during surgery. Changed the new one to complete surgery. No additional information could be provided.